Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a total of 13 shocks over several different events, as well as bursts of anti-tachycardia pacing (atp). The therapy appeared to be the result of atrial fibrilation with rapid ventricular response. The device remains in service, no additional adverse patient effects were reported.